Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an electrode extrusion and the lead is exposed in the post auricular region. The recipient is reportedly wearing the device. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will be reimplanted at a later time. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The post operative drainage was managed with antibiotic (type unknown) prior to revision surgery. The recipient's device was explanted. The recipient has reportedly completed the antibiotics and has healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.